Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time.

Event description:
It was reported that the battery of this cardiac resynchronization therapy pacemaker (crt-p) was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis found that this device is depleting normally. The patient had occasional atrial fibrillation, which requires increased sensing and therefore power consumption. The programmed settings on the left ventricular lead and right ventricular lead also contributed to the increased power consumption. The crt-p was reprogrammed, and the average power consumption is expected to gradually decrease as intended. No adverse patient effects were reported.